Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was treated with intravenous therapy with antibiotics and was then prescribed oral antibiotics.